Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that customer experienced multiple temperature alarms while pump was charging. The pump was within normal temperatures and became hot to touch when charging. The customer's blood glucose level was 118 mg/dl. It was indicated that the customer will remain on the pump until replacement pump arrives.

Manufacturer narrative:
The investigation has been completed and the reported issue was unable to be confirmed due to a different issue that was found. (B)(4).